Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto because of essure') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2000, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine inflammation ("uterus was inflammed"), endometritis ("chronic endometritis"), menstrual disorder ("horrible periods"), pelvic pain ("horrible pain"), burning sensation ("burning feeling"), insomnia ("affecting my sleep"), uterine infection ("uterine infection"), genital haemorrhage ("gushing blood"), thrombosis ("clots") and post procedural constipation ("barely poo"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine inflammation, endometritis, menstrual disorder, pelvic pain, burning sensation, insomnia, uterine infection, genital haemorrhage, thrombosis and post procedural constipation outcome was unknown. The reporter considered burning sensation, endometritis, genital haemorrhage, insomnia, medical device removal, menstrual disorder, pelvic pain, post procedural constipation, thrombosis, uterine infection and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: ("horrible periods"), ("horrible pain"), ("burning feeling"), ("affecting my sleep")clot blood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto because of essure') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2000, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine inflammation ("uterus was inflammed"), endometritis ("chronic endometritis"), menstrual disorder ("horrible periods"), pelvic pain ("horrible pain"), burning sensation ("burning feeling"), insomnia ("affecting my sleep"), uterine infection ("uterine infection"), genital haemorrhage ("gushing blood"), thrombosis ("clots") and post procedural constipation ("barely poo"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine inflammation, endometritis, menstrual disorder, pelvic pain, burning sensation, insomnia, uterine infection, genital haemorrhage, thrombosis and post procedural constipation outcome was unknown. The reporter considered burning sensation, endometritis, genital haemorrhage, insomnia, medical device removal, menstrual disorder, pelvic pain, post procedural constipation, thrombosis, uterine infection and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: ("horrible periods"), ("horrible pain"), ("burning feeling"), ("affecting my sleep") clot blood. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.